Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, loss of capture, undersensing, high sensing threshold, and high pacing impedance were noted on the right ventricular (rv) lead. Multiple attempts to reposition the rv lead were conducted but during the last attempt to screw in the lead to the header of the device, a cracking sound was noted. Moreover, the rv lead helix could no longer retract. It is suspected that the cause of the electrical anomalies were due to lead insulation damage. A new rv lead was used to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of loss of capture, undersensing, high sensing threshold, high pacing impedance, and failure to retract the lead helix were confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found the inner coil was over torqued and all the filars were broken at the connector region. Visual inspection of the lead found the helix was extended and clogged with blood/tissue. After cleaning, the helix was able to be retracted and extended by applying torque to inner coil. The measured full helix extension length was within product specification. Electrical tests found discontinuity on the inner coil and shorts between the conduction paths. The cause of the reported events was isolated to the over-torqued inner coil, the broken filars and the helix being clogged with blood/tissue.